Event description:
It was reported 8100 no channel ID. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device issue 8100 showing ¿no channel ID¿ was not identified during the customer call. Tech support recommended that the unit be sent for repair services. Tech recommended biomed to try replacing part# 49000959 (logic board). It may also be caused by part# 49000958 (motor controller board) as an alternative potential failure point. If replacing these components does not resolve the issue, advise sending the device in for factory repair for further evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.